Manufacturer narrative:
Concomitant medical products: product ID: 5086mri-52, lead, implanted: (B)(6) 2012.

Event description:
It was reported that post implant, the right ventricular (rv) lead had unstable thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.